Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few weeks after implant, both the right atrial and the right ventricular lead dislodged and had high thresholds. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.